Event description:
A customer reported an issue where the screen would turn off when insulin was being entered, requiring the process to be repeated. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.